Event description:
It was reported that in the pt's rom, after inserting the guidewire, the injection needle became stuck approximately 5 cm from the proximal end of the guidewire. The physician then cut off the guidewire, removed the needle and tried unsuccessfully to insert the catheter over the guidewire. The guidewire was then removed, and a new kit was opened and used to successfully complete the procedure. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). This product is not intended for sale in the united states. The 510(k) and FDA product code are for a similar product.